Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump took twice as long as expected to infuse a chemotherapy drug during therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number (B)(4). All information can be found under manufacturer report number (B)(4). Should additional relevant information become available, a supplemental report will be submitted.